Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having difficulty charging. They only got 0-2 coupling bars. The battery felt tipped upon palpation. The antenna locator showed 50-52. The patient was to be referred to a health care professional to assess device and possibly do a pocket revision. No surgical intervention occurred. No patient symptoms or complications were reported from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the healthcare professional stated the implant was partially flipped based only on being able to palpate the upper part of the battery. The patient was going to have a consult with another healthcare provider for possible revision and the appointment was not set yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.